Manufacturer narrative:
The customer reported that the device will not calibrate when doing a gas calibration. The customer requested the device be replaced. A replacement gas unit was sent to the customer to resolve the issue. The product involved in this event has not yet been evaluated to determine the cause of the error. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the device will not calibrate when doing a gas calibration. The customer is requesting the device be replaced.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the device will not calibrate when doing a gas calibration. The customer requested the device be replaced. A replacement gas unit was sent to the customer to resolve the issue. The product involved in this event has not yet been evaluated to determine the cause of the error. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.